Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and connectors to the ffb pcb assemblies were evaluated and then reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.